Event description:
The doctor claims that the graft was implanted in 2004. During the time of implantation, it was noted that the graft was "weeping." A seroma was found and removed 2 mos later. The product has been in the pt for over 8 weeks prior to the removal of the seroma. Ten days later, co received the following additional information: the initial report to bsc was six days ago. A persistent seroma was noted in the antecubital incision. The walls of the graft were found to be very thin. The following month, co received the following additional information: the batch number is 6761684. The pt tolerated the procedure well. Two days later, the pt is doing well with no further evidence of seroma.